Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy. Block h11: investigation result: the returned speedband superview super 7 was analyzed, and a visual evaluation noted that the ligator head teeth were damaged and the bands were overlapped. No other problems with the device were noted. The reported event of bands unable to deploy was confirmed. The condition seen on the analysis could have happened as a result of the technique used by the physician or the way the device was being handled when trying to deploy the bands with the handle. Perhaps the way the device was placed or the tortuosity during the procedure was affecting the functionality of the handle when trying to deploy the bands and they could not be deployed due to this condition. It could also be a possibility that depending on the technique used to grab the varix or polypus by the ligator unit, the suture could have been misplaced by the movement of the procedure and making the bands not able to deploy accordingly, also getting them overlapped. Additionally, it is possible that the band was tried to be released from the suture, and the damage on the teeth affected the band deployment. The marks on the ligator housing teeth imply that the device might have been used with too much force, potentially causing the teeth to become damaged or perhaps this could be attributed to the way the physician was entering the device through the patient, causing the teeth damage and also affecting the functionality of the handle when deploying the bands. Therefore, the most probable root cause of this complaint is adverse event related to procedure.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. During the procedure, the first elastic band could not be released, becoming stuck and subsequently obstructing the deployment of the remaining bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.

Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event. Block h6: imdrf device code a050501 captures the reportable event of bands unable to deploy.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 was used in an unknown procedure. The exact procedure date was unknown. During the procedure, the first elastic band could not be released, becoming stuck and subsequently obstructing the deployment of the remaining bands. The procedure was completed with another speedband superview super 7. There were no patient complications reported as a result of this event. No further information has been obtained despite good faith efforts.